Event description:
During a correlation study, the customer observed elevated alinity I stat high sensitive troponin-I results on a patient when compared to other methods (roche and afias). The alinity results had been previously reported and archived. For this study, the archived samples were tested using the servibio afias (point-of-care testing) technique and roche elecsys troponin. The following data was provided: 70-year-old female, sid (B)(6), patient background: cardiac decompensation, dilated cardiomyopathy (bnp = 1553 on (B)(6) 2026) alinity (sn (B)(6), (B)(6) 2026 92 / 90 ng/l, (B)(6) 2026 120 ng/l, (B)(6) 2026 96 ng/l, (B)(6) 2026 88 ng/l. Alinity (sn (B)(6): (B)(6) 2026 110 ng/l. Afias servbio 25 ng/l roche elecsys 160 ng/l no further impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent, lot 81564ud00 to address the customer¿s observation of falsely elevated results. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I stat high sensitive troponin-I reagent, lot 81564ud00 did identify an increase in complaints, however, no trends were identified for the alinity I stat high sensitive troponin-I assay (list number 08p13). A review of the device history record did not identify any non-conformances, potential non conformances, or deviations with lot 81564ud00 and the complaint issue. Device history review did not identify issues associated with the customer¿s observation. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 81566ud00 (which contains the same bulk material as lot 81564ud00) stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot 81564ud00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number: 8p13 that has a similar product distributed in the us, list number: 4z21, with 510k/PMA/bla number: k202525.

Event description:
During a correlation study, the customer observed elevated alinity I stat high sensitive troponin-I results on a patient when compared to other methods (roche and afias). The alinity results had been previously reported and archived. For this study, the archived samples were tested using the servibio afias (point-of-care testing) technique and roche elecsys troponin. The following data was provided: 70-year-old female, sid: (B)(6), patient background: cardiac decompensation, dilated cardiomyopathy (bnp = 1553 on (B)(6) 2026). Alinity (sn: (B)(6). On (B)(6) 2026 92 / 90 ng/l. On (B)(6) 2026 120 ng/l. On (B)(6) 2026 96 ng/l. On (B)(6) 2026 88 ng/l. Alinity (sn: (B)(6): on (B)(6) 2026 110 ng/l. Afias servbio 25 ng/l. Roche elecsys 160 ng/l. No further impact to patient management was reported.